Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer has been experience high blood glucose levels for two weeks. Customer stated that bolus deliveries are not changing blood glucose levels. The customer's blood glucose at time of the call was 300 mg/dl. Customer experienced acid reflux, blurred vision and urination as symptoms of their high blood glucose levels. The customer treated themself with manual injections. Troubleshooting was performed. Customer found three small air bubbles in the reservoir. Assisted customer with removing the reservoir and rewinding the pump. Also verified that the bolus history on the insulin pump was inaccurate. Explained that the pump will need to be replaced and to revert to back-up plan per healthcare provider's instructions. Nothing further reported.